Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced frequent undersensing of qrs leading to false pause and bradycardia episodes. The icm remains in use. No patient complications have been reported as a result of this event.